Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. The manufacturing records for amds5540-es, lot c2460055c (finished goods) and c2459423d (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion project manager on (B)(6) 2025 (study team first became aware on 17may2024) associated with a patient residing in the united kingdom (UK) and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. The patient is a 65-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024 at the (B)(6) hospital, located at (B)(6). The responsible investigator for the amds study is dr. (B)(6). Adverse event # 1 reported a cerebrovascular/neurologic related event detailed as ¿stroke¿ with an onset date of 11apr2024 (21 days post-op) and is documented as ongoing. The event was deemed ¿unlikely¿ related to the amds device and implant procedure. Debakey type a dissection and tia were listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already in the hospital and medical treatment was provided. However, the event outcome was documented as ongoing, and the patient was discharged on (B)(6) 2024. It is important to note that the amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information provided by the study site team specified that the patient has the following comorbidities: coronary artery disease, myocardial infarction (>6 months prior to study procedure), coronary artery bypass surgery or percutaneous angioplasty treatment ¿ pci, peripheral vascular disease, copd, and tia (most recent (B)(6) 2023). Multiple attempts for additional information have gone unmet. CT imaging of the brain is not available as part of the protect study. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. However, the investigator deemed the event unlikely related to the device and procedure. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ are listed in the instructions for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There were no ncrs or tdos associated with the lots c2460055c (finished goods) and c2459423d (sterile sub-assembly). An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025, the protect study patient experienced a stroke on (B)(6) 2024. The patient developed right sided weakness after sedation was taken off. CT of brain showed small subacute infarction at the right precentral gyrus and tiny infarcts of the left cerebellum.